Manufacturer narrative:
Evaluation summary: deformation was evident to the most proximal stent wrap and the mid to distal stent wraps were stretched distally on the balloon. The remaining distal stent wraps were stretched distally off the distal tip, bunched and deformed. Crimp impressions were visible on the exposed balloon surface. The proximal balloon pillow was bunched. The distal tip was slightly deformed. The lumen patency was verified with a 0.015 inch mandrel.

Event description:
The physician intended to use a resolute integrity stent to treat a severely calcified, bifurcation lesion. No damage was noted to packaging and no issues were noted when removing the device from the tray/hoop. Negative prep was not performed and the device was not inspected prior to use. The lesion was pre-dilated. The stent did not pass through a previously-deployed stent and resistance was not encountered when advancing the device. It was reported that the physician crossed the lesion with a balloon however the stent would not cross the lesion. The stent was removed and it was reported that the stent was deformed and stent dislodgement had occurred on removal. The physician completed the procedure using two resolute integrity stents. No patient injury reported. The returned device exhibited deformed stent struts that were stretched off the distal tip, however the stent had not dislodged from the balloon.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.